Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study reported the patient stopped feeling stimulation when they would increase settings. It was discovered there was a lead fracture and interrogation on (B)(6) 2016 found ¿full impedances.¿ the lead was replaced and the event resolved without sequelae on (B)(6) 2016. The event was assessed as related to the device or therapy but not the implant procedure. Indication for use included urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.